Manufacturer narrative:
(B)(4). Evaluation summary: during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation. The reported needle-to-cuff miss was confirmed as indicated by an undisturbed anterior cuff remaining loaded within the anterior foot indicating that the anterior needle missed the anterior cuff. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot indicated did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Reported device code 2017: it was reported that a femoral angiogram was not performed prior to arteriotomy closure with the device. The perclose proglide device instructions for use states under smc device placement to perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device. Femoral angiogram was not performed. Reportedly, when the needle plunger was removed, there were no sutures, only needles. The device was removed and a second proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.